Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not establish telemetry with the remote monitor. The patient was advised to place a towel and reattempt telemetry. Troubleshooting steps were taken to no avail. The patient was advised to contact the doctor to rule out any implant interruptions. The remote monitor will stay with the patient. The ipg remains in use. No patient complications have been reported as a result of this event.